Event description:
Event description: boston scientific received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead, implanted in 2003, died. Upon device interrogation following explant, an error message was displayed indicating a short circuit.

Manufacturer narrative:
Event conclusion: boston scientific has received a programmer disk showing interrogation results post mortem. Analysis of the disk revealed that the device shorted in 2006, after a 31j shock. The device would have emitted tones in response to the short, however, is it not known if the pt sought medical evaluaton of the tones. There were no episodes recorded between then and four days later. The pt's death occurred on the fourth day. The time of death is not known. The device recorded episodes on date of death; however, analysis suggests these occurred after the pt's death and before the device was turned off. The device is currently at a hospital. Boston scientific has requested return of the device. If the device is returned, boston scientific will perform a thorough analysis and update event records. On june 17, 2005, guidant issued a physician communication regarding a feedthru wire short for renewal 1 and 2 devices manufactured before august 26, 2004. The FDA later classified this communication as a recall. This device was manufactured prior to the august 26, 2004 mfg change and is included in the advisory population.